Event description:
It was reported a pericardial effusion occurred. During a farapulse pulmonary vein isolation procedure, a versacross access solution kit was selected for use. The physician performed transseptal puncture successfully without any issues. The faradrive sheath was then exchanged over the versacross wire. Then the farawave catheter was put up. The left superior pulmonary vein (lspv) was wired using a non-boston scientific (rosen) wire visualized on carto. There were four ablations performed in the lspv and it was noted a slight drop in blood pressure. An effusion check was done and confirmed with intracardiac echocardiography (ice) that there was one around the left ventricular. A tap was performed, the patient was on extracorporeal membrane oxygenation (ECMO), and then move to CT. The following day, the patient was noted to be stable and responding to commands. In the physician opinion, the actual cause of the issue is not known or when the perforation occurred until the next day when informed by the staff that this issue was at the inferior vena cava (ivc) junction. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred. During a farapulse pulmonary vein isolation procedure, a versacross access solution kit was selected for use. The physician performed transseptal puncture successfully without any issues. The faradrive sheath was then exchanged over the versacross wire. Then the farawave catheter was put up. The left superior pulmonary vein (lspv) was wired using a non-boston scientific (rosen) wire visualized on carto. There were four ablations performed in the lspv and it was noted a slight drop in blood pressure. An effusion check was done and confirmed with intracardiac echocardiography (ice) that there was one around the left ventricular. A tap was performed, the patient was on extracorporeal membrane oxygenation (ECMO), and then move to CT. The following day, the patient was noted to be stable and responding to commands. In the physician opinion, the actual cause of the issue is not known or when the perforation occurred until the next day when informed by the staff that this issue was at the inferior vena cava (ivc) junction. The device is not expected to be returned for analysis (disposed). It was further reported that since the patient became too unstable, cardiopulmonary resuscitation (CPR) was needed multiple times, and to stabilize it was placed on ECMO (happened due to the complication). Therefore, a cardio-thoracic surgery was performed.

Manufacturer narrative:
Due to additional information received, the fields b5 (describe event or problem), f10 and h6 (impact codes (3)) were updated. Thus, this supplemental report is being field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.